Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial tachycardia with ventricular pacing. The right ventricular (rv) lead exhibited ventricular oversensing. The patient was hospitalized and changes were made to their medication. The rv lead was reprogrammed. Follow-up interrogation showed sensing within normal limits. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.